Event description:
It has been reported to philips that the image processing pc is not booting at first startup. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the user restarted the device to continue the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the ippc was not booting up at the first start-up. Analysis of the system log file confirmed that there was malfunction in the frontal ip-pc. The fse replaced the cmos battery. After replacement of the cmos battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.